Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with customer that the issue had been resolved and no further assistance was needed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user renamed the unit, and the pyxis on the new unit was not communicating. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication there were no adverse events or injuries reported based on this event.